Manufacturer narrative:
The device was sent to the bench for technical investigation. Log files were evaluated by rdt and found no errors with ECG functions. There was physical damage to the display assembly and rear cover assembly observed. This issue addressed on split complaint. Based on the information available and the testing conducted, the cause of the reported problem was unconfirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the monitor interpretation of 12 lead read incorrectly showing significant elevation/depression and "meets stemi criteria" which was not present on the manual print out